Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a case of invasive adenocarcinoma of the left upper lung, the nurse checked the appearance of the reload. After installation, the nurse handed it to the doctor. After using it, the doctor found that the device could not be activated when it was pushed to enter the thoracic cavity from the incision to anastomose the blood vessel. The staples were intact and failed to fire. The doctor took the device out and checked it again and found that there was no problem with the appearance of the device. The doctor tried again, but it sill could not be activated. Another reload was used to complete the case. There was no patient injury.